Manufacturer narrative:
This was a rental unit being used by a hospice patient. The patient was smoking in bed while using the oxygen. They fell asleep and caught the cannula on fire causing burns to their face and neck. They were taken to the hospital and passed away from the severe burns. The dealer picked up the rental unit, and serviced it. They said there was no damage to the concentrator and no alleged malfunction or defect. They put it out on another patient and it is working fine. The only damaged was to the cannula. No end user information provided due to hipaa. Dealer states "this was end user error and not related to the product". The unit is not being returned because it is out with another patient.

Event description:
Patient was smoking while on oxygen and received second and third degree burns.